Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: forehead lesion. Reportedly, while the electrosurgical handpiece was being applied to the forehead of the patient, the tip sparked and a fire ignited. The patient was being administered oxygen and the drapes were "tented" over the patients head. The patient experienced a 1st degree burn below the left lower eyelid and temple hair was singed. During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.